Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the reload involved with the alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the reload was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, upon opening the box, the customer observed that the staples of the sureform stapler reload (white) were coming out if the reload. No fragment fell into the patient. The customer would not return the reload as it was discarded. The customer completed the procedure using another reload, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the box from which the stapler came from was sent as a photo attachment.

Event description:
Refer to h11 for follow-up information.